Event description:
(B)(4). Device was implanted in 2003, symptoms started in 2006 with absolutely debilitating fatigue. In 2009, other symptoms started which included extreme, excruciating headaches, tremors, loss of feeling in arms while lying down, loss of motor skills in right hand (on and off) and blood pressure dropping suddenly and dramatically. In 2012 other set of symptoms started which included chest pain, extreme digestive issues, major bloating, diarrhea, constipation, leg cramps, insomnia, depression, weight gain, severe joint pain, sudden unexplained fevers, weakened immunity and all over general pain. As each symptom began, the others have continued on, so today I experience every single one of the symptoms, many of them on a daily basis. I have been to numerous, numerous doctors and other than the essure device, there is no other diagnosis for my symptoms, pains and issues.